Event description:
On june 10, 2019, a reporter for the patient (the patient¿s daughter-in-law) contacted lifescan (lfs) (B)(6), alleging that the patient¿s onetouch ultra meter displayed inaccurately high results. The complaint was classified based on the customer service representative (csr) documentation of the call following a review by a senior csr. The reporter was unable to be contacted for follow-up questions. The reporter alleged that the meter had been reading inaccurately for 2.5-3 months prior to contacting lfs. She reported readings of 9-11 mmol/l on the subject meter when, she alleged, the actual results were about 6-7 mmol/l. It was not clear whether the patient/reporter had compared one meter to another or made another type of comparison. The patient manages her diabetes with insulin, which she self-adjusts. The reporter indicated that the patient had increased her insulin after obtaining the alleged inaccurate results; however, the quantity was not known. The reporter stated that for 1-1.5 months after the start of the alleged issue, the patient had symptoms of ¿fatigue, rocking and sometimes could not get out of bed¿. The reporter was unable to say what treatment, if any, the patient received for her symptoms. During troubleshooting, the csr confirmed that the subject meter was set to the correct unit of measure. The patient/reporter did not test strips to walk through a retest. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms that meet lfs¿ criteria for a serious injury adverse event, after obtaining alleged inaccurately high results on the subject meter and increasing their insulin doses.